Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed cuts and bruising under the lifevest. The cuts were reportedly under the mesh therapy electrode areas of the garment. It was reported that the patient had extremely sensitive skin and was also experiencing an irritation from his PICC line. The patient's doctor prescribed a medicated lotion for the skin irritation. During a follow up, the patient reported that the cuts had healed but he also had contact dermatitis that the patient's doctor was treating with a medicated cream. The final medical outcome of the contact dermatitis is unknown at this time.